Manufacturer narrative:
A medtronic representative clarified that there was no patient present. It was discovered out of surgery, upon boot up of the system prior to the start of the procedure. The imaging system was used at the end of the case to confirm screw placement, later in the day, after the repairs were completed. There were no issues during that spin.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Found collimator not initializing. The collimator was manually exercised, filter moves now. System is ready to use. No parts were replaced. A mechanical failure mode was confirmed, with the collimator being the root cause. A full imaging system check-out was completed following collimator adjustment and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system displayed an error indicating a problem initializing the collimator and could not be used for imaging. The system was rebooted three times without resolution. The use of medtronic imaging and navigation was discontinued and there was a reported delay to the procedure of less than 1 hour due to this issue. No impact to the patient was reported. No additional details were provided.